Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: humphrey tj, marchwiany d, bedair hs, melnic cm. Fracture of a sivash-range of motion femoral stem at the diaphyseal spline. Cureus. 2021 dec 24;13(12):e20660. Doi: 10.7759/cureus.20660. Pmid: 35103211; pmcid: pmc8784010. Patient received a right primary tha in 1998 consisting of an unknown cup and liner paired with an s-rom stem (18 x 13 x 160 mm with +9 mm offset), sleeve, and an unknown depuy femoral head. In 2018, the unknown liner and head were revised due to instability secondary to wear of the unknown liner. The s-rom stem and sleeve were retained, and the head was replaced with a depuy head and an unknown liner. In 2020, the 71-year-old female patient reported right hip instability after 2 low-energy dislocations. X-rays revealed a well-fixed stem with a small linear fracture of the diaphyseal stem without femoral bone fracture and the unknown cup in anteversion. The patient was carefully revised using fluoroscopy and curettes to remove the fractured spline of the stem without disturbing the femoral bone. The sleeve was well-fixed and retained. The patient was revised with an unknown cup and unknown dual mobility liner with 7 acetabular screws paired with an s-rom stem and unknown depuy head. The procedure was completed without complications. The article reviews other literature articles about stem fractures without femoral bone fracture. These events are excluded from the complaint as they are from other literature sources. The unknown cup and liners noted in the article will be excluded from the complaint as the manufacturer of the cup and liners reviewed in the article are unknown. This complaint will capture the two revisions of the known depuy products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.